Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged between 14 cm and 16 cm distal to the is-1 connector pin. In this region the outer conductor coil was found deformed. These damages most likely resulted from a tight suture sleeve and is assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due elevated pacing threshold approx. 10 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.